Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305194 and lot number 3236122,4159481. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Material #305194 lot #3236122 & 4159481.   It was reported by customer that removing the needle cap and attaching the needle to syringe for dosing. Per patient needle won't fully lock in and may leak some medicine while trying to inject.   Verbatim: rcc received a complaint via email. Email(s) attached. Report received from pv on 24jan2025: patient reported having issues removing the needle cap and attaching the needle to syringe for dosing. Per patient needle won't fully lock in and may leak some medicine while trying to inject. Bd needle 23x1-1/2 lot number(s): 3236122 & 4159481. Initial email states no photos or samples were provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional lot reported batch: 3236122 batch creation date: 2023-08-24 batch expiration date: 2028-10-31 full UDI: (B)(4).